Manufacturer narrative:
Device evaluation: visual analysis identified apparently the unit had an opening because there was no fluid inside the shell but could not confirm, crease fold, and wear abrasion. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported capsular contracture, baker grade iii, and "displeased with augmentation size." Device has been explanted.